Event description:
It was reported that the patient had a pocket revision 15 months ago due to the implantable neurostimulator (ins) moving in the pocket. It was now noted that the ins was moving again in the pocket. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lead model 3888-33, lot #v011019, implanted: (B)(6) 2006, explanted: na, boot/plug accessory model 3550-09, lot # n083630, (B)(6) 2006 explanted: na, pocket adpator accessory: model 74001, lot #n210419, implanted: (B)(6) 2009, explanted: na, programmer model 37743, serial # (B)(4), recharger model 37752, serial # (B)(4).

Event description:
Follow up information received indicated that the ins was bothersome in the abdominal location and desired to have it moved to the rear. The patient was noted to be on a waiting list for further intervention. If additional information is received, a follow up report will be sent.